Manufacturer narrative:
Concomitant therapies: methotrexate. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma® xc and juvéderm® volift xc injections in the midface/under eye area and juvéderm® ultra xc in the perioral area. Patient also had botox in the periorbital and lips-smoker lines area. A week later patient experienced ¿a lump under her right eye which was red and tender.¿ the patient then visited gp who referred them to another clinic to have it dissolved. Patient was treated with ice. The patient takes methotrexate for chronic rheumatoid arthritis. No other information provided. This is the same event and the same patient reported under MDR ID 3005113652-2020-00399 (B)(4) and MDR ID #3005113652-2020-00402 (B)(4). This MDR is being submitted for juvéderm® voluma® xc.